Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) longevity measurements seem to be changing more quickly. It was noted that the longevity estimator is giving overestimations due to the software using the incorrect lead polarity. The device is calculating the estimate using the bipolar impedance instead of the programmed polarity of unipolar. The device will overestimate until the battery reaches the blending period at which the longevity will become corrected. It was also noted that the right ventricular (rv) lead had low impedance measurements. It was further reported that the patient complaint of pain around the pocket area. The device and lead remain in use. No further patient complications have been reported as a result of this event.